Manufacturer narrative:
The product is not being returned to mitek for evaluation. The alleged device is still implanted. To date, attempts to retrieve additional information with the surgeon such as if it indeed a mitek bone anchor was implanted, and why a panacryl suture which is absorbable device would be implanted in the patient have been unsuccessful. No additional information about the event or injury such as if this was indeed a mitek device, if there was a graft used in the procedure and subsequent treatment are unavailable. If an when more information is available, mitek will file a follow-up report. No corrective action is required.

Event description:
A patient called stating that sometime in 1998 he got his left ankle got in a grain augar, and subsequently had surgery on his injured ankle. The device is alleged to be a mitek bone anchor with panacryl suture. Since the surgery in 1998, the patient has had persistant infection and pain. No other information is available at this time.